Manufacturer narrative:
Section a2, a3, a4, a5 and a6: patient demographics were requested, but not provided. Section d6a: if implanted, give date: not applicable, as device is not an implantable device. Section d6b: if explanted, give date: not applicable, as device is not an implantable device. Section h6. Health effect - clinical code, 4581 - hs-opaque bubble layer. Device evaluation: product testing could not be performed since at the product was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. 3 related complaints found for "dc-suction loss during laser fire," 3 related complaints found for "hs-incomplete treatment - unspecified: procedural complications," and 1 related complaint found for "hs-opaque bubble layer: procedural complications." Conclusion: based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that during the side cut phase of the procedure, suction was lost, and no error code was displayed. Staff questioned whether the patient moved, but no obvious movement or visible issues with the patient interface were observed. The procedure was not successfully completed. The patient was scheduled to return for photorefractive keratectomy within the next two months. While no injury or surgical intervention was required, bubbles were observed under the cornea. The suction loss occurred after the laser fired, and the patient interface was disposed. No further information provided.